Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened act button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing reservoir tube o-ring.

Event description:
It was reported that the customer received a button error alarm. Customer most recent blood glucose level 93mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.